Manufacturer narrative:
(B)(4): physio-control replaced the programed system control pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed system control pcb assembly at the failure analysis center and determined the most probable cause of the failure to be the u16 ic chip.

Event description:
It was reported that the device failed the user test. Physio-control evaluated the device and found that it would continually reset and lock up upon power on. There was no patient use associated with the event.